Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with changing an insulin cartridge on an ilet system and was guided through replacing a prefilled cartridge, after which insulin delivery was resumed and a blood glucose of 186 mg/dl was noted. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alarms. Investigation included remote troubleshooting and user education on proper cartridge replacement. Investigation of this case revealed no device malfunction or component failure and indicated user handling as the focus of resolution with successful restoration of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.